Event description:
Iiaiou 1 ml safety syringes with retractable needle 23g x 1 in treatment under emergency use authorization(eua): these are sent in the boxes of supplies for the administration of the pfizer vaccine. Needle broke off in patient's arm during administration. Vaccinator had to manually remove needle from patient's arm. Slight bleeding occurred, but no other issues. This has happened to a total of 5 patients since (B)(6) 2021. Lot 20jc2. Exp 10/17/2025.